Event description:
Customer reported an issue with a damaged usb port. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and the details were documented without additional actions.